Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
It was reported that two burs broken when in use with the reported device. No further information was provided by the user facility.

Event description:
It was reported that two burs broken when in use with the reported device. No further information was provided by the user facility.